Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found no visible damage with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -10.00/2.5/071 (sphere/cylinder/axis), implantable collamer lens tore before/during loading on (B)(6) 2019. Damage was noted while removing from vial. Replacement lens was implanted on (B)(6) 2019. This resolved the problem. Reportedly, lens "chip while doing surgery." Per the reporter on (B)(6) 2019, "it is a matter of chance that such an issue happened.